Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 1.4, lab: 3.7. Date: (B) (6) 2009, inratio: 1.5, lab: 4.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided. Date: (B) (6) 2009, inratio: 1.4, ref.: 3.7, mean: 2.55, confidence limits: 1.7-3.8. Date: (B) (6) 2009, inratio: 1.5, ref.: 4.1, mean: 2.80, confidence limits: 1.8-4.2. The 2.1 inr is excluded from comparison test due to no lab inr results. The 1.4 inr is registered on (B) (6) 2009, and 1.4 inr is registered on (B) (6) 2009. The reported test on (B) (6) 2009, failed accuracy criteria. Strip investigation was performed, as shown below. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples of returned strip lot 216963 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria, and then no further action is required.